Manufacturer narrative:
(B)(4)

Event description:
The fiber is being disconnected from the connector end. I don't believe anyone was injured, just inconvenienced. This information is documented as reported to trimedyne, inc.